Event description:
Zinnanti 4.0 uterine injectors are breaking at a luer lock connection external to the pt. This has happened with 5 such devices, the last 3 of which have had the same lot number. (Packing info for the first two devices was discarded.) This has not resulted in any pt harm thus far.